Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that the cable is broken, "cable rota"; this condition had the potential to interrupt delivery. This condition was found in the ER. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken cable was confirmed during product evaluation. This condition was caused by a broken ac power cord that was cracked due to excessive force and mishandling. The ac cord was replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.